Manufacturer narrative:
The device was returned to stryker for evaluation. Stryker evaluated the customer's device and verified the reported issue. Stryker determined that mechanical shock traced to the user was the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device to resolve the reported problem. The device was not returned to stryker for evaluation. The root cause of the reported problem was not established. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.